Manufacturer narrative:
(B)(4). This complaint for a report of use error- failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product issue and not a use error-failure to follow therapy steps. Complaint is confirmed because it is reported that the patient was priming the line with used supplies, which is a use error.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice during use during prime. The cg stated that the home patient was priming the line with used supplies. The cg did not have any manual supplies. The tsr assisted to retrieve the cassette, and advised the cg to follow-up with their registered nurse for advice. Baxter product surveillance (bps) contacted the care giver on (B)(6) 2011. He stated that he did not recall clearly what had happened that night, but that therapy had been going well since. There were no adverse effects reported to be caused by this incident. He stated that he had not contacted the patient's nurse regarding using used supplies. Bps contacted the registered nurse on (B)(6) 2011. She was not aware of the use error, but stated that the care giver had contacted them about the incident. She stated that the patient's therapy had been going well since, and there were no adverse effects reported to be caused by this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.